Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 6. The home patient (hp) stated that they disconnected without using proper disconnect procedures while in dwell causing the alarm. The hp then reconnected. The technical service representative (tsr) assisted with clearing the alarm so that the hp could re-set up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.